Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent was used during a dj stenting procedure in the kidney, performed on (B)(6), 2022. During the procedure, when the physician attempted to deploy the stent, the stent was buckled and unable to push through the ureter. Another stent of a different model was opened and successfully completed the procedure. A photo of the complaint device showed that the stent was buckled/accordion. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Second physician's information: (B)(6).

Manufacturer narrative:
Block h6: medical device problem code a040601 captures the reportable event of stent buckled material inside the patient. Block h11: second physician's information: name: dr. (B)(6). Contact number: (B)(6).

Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent was used during a dj stenting procedure in the kidney, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the stent was buckled and unable to push through the ureter. Another stent of a different model was opened and successfully completed the procedure. A photo of the complaint device showed that the stent was buckled/accordion. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.